Event description:
It was reported that the system is accurate in posterior, but not for the anterior. The system was off by 7 cm to both right and left.

Manufacturer narrative:
Loose connections were found and corrected where the ac line cord connector attaches to the line cord. After correcting the loose connections, the system functioned as intended.